Event description:
The pt who was orally intubated, underwent the excision of a sublingual cyst. A surgicare hitemp-fine tip cautery was passed over the surgical field with the heating element on in preparation of cauterizing the tongue, when several flames were noticed on the baxter half sheet which was draping the pt's legs. The flames were extinguished by the surgeon by patting them out with her hands. The pt was subsequently found to have a blister on her chin which was treated with silvadene creme. No burns were present on her legs however, the blanket under the baxter sheet was singed.